Event description:
It was reported that a no disposable alarm occurred several times in the past 3 days with the same lot. According to the reporter the cassettes worked on the other pump. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No product information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition with no physical damage was. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated. No fault was found as the investigation was unable to determine the intermittent of the error. The pump was found to be operating as intended and passed all tests. No corrective actions were taken. The root cause of the reported problem was unknown. A review of the manufacturing device history record for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.